Event description:
It was reported there was a problem with a remodulin cassette. The cassette would not work in either of two pumps and kept getting an error message when trying to use it. Another cassette was tried and everything worked fine. The patient missed no medication and reports no side effects. The patient has medication on hand. This is a continuous infusion. The event did not occur while in use with patient. The patient had additional devices they were able to switch to. The patient was able to successfully continue infusion. The infusion is life-sustaining. The event was resolved. There was no patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Catalog number, UDI number and are unknown, no information provided to date.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updates are not required. H10: no product was returned therefore, no visual or functional evaluation can be performed. Results: we are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported event is unknown and cannot be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot or serial number was provided therefore, a device history record DHR review could not be performed.

Event description:
Additional information received and attached by ICU medical on 22/jul/2022 via email: contact details updated. Patient details added.

Manufacturer narrative:
Additional event information was received.

Manufacturer narrative:
Date received by manufacturer was incorrect in rr-63444-001.